Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer's blood glucose level was 313 mg/dl. Customer stated that her blood glucose level was high all day yesterday. Troubleshooting was performed but the insulin did not exit. Insulin started to leak from the gasket. Customer stated that the reservoir was discarded and not used. Pump was leaking at the o-rings. Customer stated that the leak was past the 2nd o-ring. Customer stated that there isn't an air bubble in the reservoir. Customer was advised to return the reservoir for analysis. Customer also had a crack across the screen on the insulin pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-44589.